Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. The proximal conductor was stretched and the inner insulation and inner tubing was kinked/buckled. There was blood in/on the helix mechanism, and the lead was stretched and damaged at implant. Visual analysis noted that the lead was returned with the stylet in the lead and after removing the stylet, the lead was tested again with a new stylet and the second stylet passed without any issues.

Event description:
It was reported that during an implant attempt, the lead was positioned and then when the helix was extended, the lead moved. When attempting to reposition the lead, the physician noted the stylet was stuck and could not be removed from the lead. The lead was not used. No patient complications have been reported as a result of this event.